Manufacturer narrative:
An investigation was performed on the bases of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Received medwatch report no. (B)(4) from the facility. It was reported "one of the temporary anchorage devices sheared off on the lower jaw, leaving behind a titanium screw. This was intentionally left behind, retrieving it would be detrimental to the patient."